Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has invalid impedances on their lead and is unable to enter MRI mode. Surgical intervention may be pending to address this issue.